Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a blood glucose level of 311mg/dl. A system check was performed and air bubbles were observed in the infusion set tubing. Recommendation was made to consult with their health care provider to discuss diabetes management. Additionally, it was reported the customer observed in the pump history that insulin had been suspended and then resumed hours later. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.